Manufacturer narrative:
The subject device referenced in this report has not yet been returned to omsc for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corporation (omsc) was informed from the user that during the preparation for use, the b30 error occurred. The user replaced the subject device to another device and completed the procedure. Olympus service operation repair center (sorc) checked the subject device and found that the reported phenomenon could not duplicated. The subject device had needed to repair before, and had completed on (B)(6) 2020. There was no report of patient injury associated with the event.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The subject device and found that the reported phenomenon was not duplicated. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was assumed that the image signal was not transmitted properly due to temporary poor contact caused by a foreign object caught between the electrical contact part of the video connector and the electrical contact part of the video system center, since there is no abnormality in the scope.